Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the straight cup inserter was returned and the leading threads were found to be damaged. Based upon trending of received complaints for this device, the straight inserter, the shell impaction adapters, and corresponding acetabular shells, an investigation was launched into the mating conditions between the devices. It was determined that applied levering forces are overcoming the strength of the acetabular cup threads. Geometry of the mating impaction adapters does not provide sufficient thread engagement with the mating acetabular shells. In response to these findings, a CAPA was opened and the design of the adapter was modified to provide greater thread engagement. All inventory of the adapter was reworked and the product in the field was retrieved as part of a reportable recall via 1822565-03/02/2010-003-r. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the cup cross threaded on screw, the screw is too short to engage properly.